Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: g3, h2, h3, h6, h11 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to leakage on image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an b30 error message. The issue occurred during diagnostic colonoscopy procedure, which was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.